Event description:
It was reported that the flow rate was too high. There was no reported patient involvement.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that the flow rate was too high and it was not able to be duplicated. There is no problem with flow rate (flow test result was saved in complaint data). Device submitted for functional and delivery tests after repair activities completed and afterwards the device shall be returned to the customer once passing results for functional/delivery tests are confirmed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformance's during the manufacturing of the reported lot number. The reporter phone number is (B)(6).